Event description:
The surgeon layed the right cable on the pt. There were no burns on the drapes, however, a "slash" burn was observed on the pt's abdomen when the drapes were removed. Size and degree of the burn was not known by the hospital contact.